Manufacturer narrative:
(B)(4).

Event description:
A patient reported seeing a power on reset (por) message. According to the patient she was sitting and relaxing on the patio when she saw the por message and lost stimulation. The por was not related to an overdischarge event or any recent medical testing or emi exposure. The patient was walked through clearing the por message which was successful. Therapy was turned back on and was adequate.